Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor failure" message. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer reported that the v60 ventilator had an error message for an oxygen flow that was too low. After replacing the model lung, it was reported that the tidal volume could not rise to 100; however, when manually blocking the leaking pipeline on the model lung, the tidal volume would increase. It was reported that the attempt to raise the tidal volume resulted in a co2 inhalation failure error message. An onsite service was required for further investigation.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the low oxygen flow was determined to be caused by a faulty pressure sensor. The responder then reported that the device was working normally after being restarted. No parts were replaced.